Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 11/12/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. It was confirmed that the support arm could not be rocked and was unstable when a medical engineer of the hospital inspected the articulating arm. Issue discovered during inspection. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: MDR 1723170-2015-01448 followup#1 was inadvertently filed as MDR 1723170-2015-01438 followup#1. Therefore, this MDR will be filed as followup#2 and followup#1 should be disregarded as it was submitted in error under an unrelated MDR number. The hardware investigation found that the reported event was related to a hardware issue. This is a down revision part. The articulating arm locked down when the handle was tightened but would not release immediately at the starburst end when the handle was loosened. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
(B)(4)